Event description:
After mixing of the cement in a stryker vacuum mixer, the cement was delivered through a syringe. The cement was lumpy in consistency. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The quantity used in this event was two units. Summary of evaluation: evaluation results suggest that this event could not be verified and more than likely is attributed to some factors external to co's product.